Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a beep coming from the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer investigated momentary disconnections under an internal investigation. If information is provided in the future, a supplemental report will be issued.